Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow up in clinic, pocket infection was observed with discharge at the wound. The physician did not allege the infection was related to the device. The system was explanted. The patient was stable. Related manufacturer reference number: 2938836-2019-14122, related manufacturer reference number: 2938836-2019-14124.